Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Empty test strip vial returned - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial within 120 days. Product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has had no recent changes in diet, exercise, or medications. Customer takes insulin-novolog (70 mg) twice per day.